Manufacturer narrative:
Visual inspections was performed on the returned device. The reported issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint or noted frozen sheath on the balloon. Return analysis was unable to confirm a hair on the device as reported which indicates that contaminant was not embedded on the device. In this case, it is possible that the device was either packaged with the reported hair or it became contaminated at the account; however, a conclusive cause cannot be determined. Furthermore, the returned device noted the protective sheath was returned frozen on the device. The account was unable to state why the sheath was removed from the device if it was not going to be used. In this case, it is possible that the sheath was removed during unpackaging of the device and once the account realized the device wasn¿t going to be used the sheath was put back on the balloon to return to abbott vascular; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6 medical device problem code 1528 'difficult to remove' was removed.

Event description:
It was reported that the 7.0x80mm armada 35 balloon dilatation catheter (bdc) was opened and noted to have a hair inside the package. The device was not used. Another armada 35 was used to successfully complete the procedure. There were no adverse patient effects reported and no clinically significant delay in the procedure. Per device analysis the protective sheath was frozen on the balloon. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na